Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds), watchman fxd curve access system (was), and a versacross connect access solutions. The closure device met all release criteria and was implanted. Following release, transesophageal echocardiogram (tee) revealed the closure device shifted proximally from the implant position and a large shoulder was present on the mitral side of the device. The was advanced over the versacross pigtail through the transeptal puncture site and into the laa. Heparin was administered and the was exchanged for a non-boston scientific steerable guide catheter. A grasping device was inserted and used to retrieve the closure device into the steerable guide catheter. All devices were removed from the patient and the procedure was aborted. The patient was instructed to continue anticoagulant medication and was discharged one day post index procedure. A second attempt for a device implant on a future date was agreed upon by the patient and physician.